Event description:
The trial head ball is worn out and won't engage on the trial neck.

Manufacturer narrative:
The trial neck was not returned to functionally check with the trial ball, however, the trial shows significant wear with deep gouging and scratches on both the internal and external surfaces suggesting heavy usage. The date code j0307 indicates the product was manufactured in march of 2007 and is almost 8 years old. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.